Event description:
Pt reported that a comparison between the surestep meter and a hcp meter (done within 10 minutes of each other) was 88 mg/dl (ss) and 140 mg/dl (hcp), respectively (37% difference). No symptoms were reported. There was no allegation of harm.